Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot unknown) was reported to have only parts of digits visible on the display and that the amount of insulin to be injected and the date was illegible. This humapen memoir was associated with product complaint number (B)(4). The operator of the device was unknown and it was unknown if they were trained. It was unknown how long the patient had used this device model or the reported device. The return of this device was anticipated. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.